Event description:
It was reported that the pt was not benefiting from the valve. The valve was explanted.

Manufacturer narrative:
The returned valve was patent. It passed leak testing, and was within specifications for pressure-flow tests. The valve did not pass siphon or reflux testing. It was not within specifications for pressue-flow and preimplantation testing. Debris within the valve may interfere with the valve mechanism resulting in low pressure-flow results, siphon, and reflux. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.